Event description:
Dealer reports that a severely ill pt died during monitoring. Pt had pulmonary disease, heart disease, and apneas. Exact cause of death is not yet determined, however, complications from illness are highly suspected. Monitor was reported to work correctly and alarm as it should. Monitoring history, up to the time of death, shows a properly functioning unit. The downloaded history indicates horrible bradycardia's.